Event description:
Device #2 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. Onset of adverse event: during vessel closure. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #1: part #12673-03, lot #85016-6h is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.